Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer was unsure of the events that led up to this alarm. Customer was using fiasp insulin within the cartridge at the time of this alarm. A supply change was performed resolving the alarm. Customer's blood glucose level was 107 mg/dl.